Manufacturer narrative:
The device was not returned for evaluation, and no pictures were provided so the complaint could not be confirmed. True root cause is unable to be determined, however the intended use by the customer is an off-label use and that is most likely the cause of the malfunction. This should be considered the final report. If any additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "the cautery was selected for use to punch a hole to a prosthetic vessel graft. The first product became too hot, so the tip of the cautery melted. The cautery was replaced with the same lot#'s one. The tip of the second product was found to have been broken from the beginning. The 3rd cautery was used to proceed the procedure. No adverse health consequence to the patient was reported."